Event description:
It was reported to boston scientific corporation that a wallflex colonic stent was to be implanted to the colon to treat a 5cm obstruction caused by cancer during an intestinal stenting via digital subtraction angiography (dsa) procedure performed on (B)(6) 2025. The anatomy of the patient was tortuous. During procedure, when the mark point of the stent was deployed halfway, the stent suddenly advanced into the body of the patient, specifically into the intestinal lumen, crossing the stenotic lesion. Reportedly, slight resistance was encountered during the deployment. Due to this event, the procedure was not completed. The stent was then removed using biopsy forceps via colonoscopy. On (B)(6) 2026, another wallflex stent was successfully implanted. There was no other patient complications reported as a result of the procedure.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6) reported here as the address exceeded character limit for the designated field. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f1001 captures the reportable event of cancelled/rescheduled - post sedation/sedation unknown. Imdrf impact code f2301 captures the reportable event of the additional device required (forceps) to remove the stent.